Event description:
As the nurse hooked the patient up to the external fetal monitor, it made a unusual noise, then shut-off. The patient was unhooked from the monitor as the monitor began smoking. The monitor was immediately removed from service and the patient moved to another room for monitoring. There was no injury to the patient. Upon investigation, it appeared to be a "fried" circuit board possibly due to the age of the equipment and/or dust build up. The monitor was returned to the manufacturer for repair and returned to the facility.